Event description:
Information received notes that the patient presented with intermittent pocket stimulation at 5.0v in both unipolar and bipolar configurations. The device was programmed to voo mode and pocket stimulation occurred only in bipolar. Auto- capture was turned on and the patient felt very faint output pulses. The pocket was opened and the device was tested outside of the pocket. The patient still felt stimulation. Decreasing the voltage to 2.5v stopped the stimulation.